Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspectionof the quality documents associated with the manufacture of this particular device as wellas on the returned device data.the manufacturing process for this device was re-investigated. All production steps hadbeen performed accordingly. There was no sign of any inconsistency during themanufacturing process. Particularly the final acceptance test proved the device functionsto be as specified.the returned device data have been analyzed. The analysis revealed that during episode3, 4 and 5 single chamber tachycardia discrimination was active. In all three episodes theprogrammed onset was not fulfilled and the ICD therefore did not deliver anti-tachycardiatherapy. The onset was not fulfilled, as an underlying tachycardia below the programmedintervention frequency was ongoing, before the tachycardia gradually accelerated into theprogrammed vt zones.in conclusion, the device was not returned for analysis. The review of the qualitydocuments confirmed a regular device manufacturing. The analysis of the returneddevice data revealed no indication of a device malfunction.

Manufacturer narrative:
(B)(4).

Event description:
Iegm strips showed the device misclassified events. The patient was in a sinus tachycardia in the upper 140's bpm and transitioned to a vt. The vt 1 zone was 150 bpm. The vt was in the low 150's bpm. Onset criteria was not met and the device declared svt and withheld therapy. The patient was externally rescued. Two similar events happened in rapid succession. On the last event, the device successfully treated the vt. The case was reviewed and programming recommendations made. No other adverse events noted.